Manufacturer narrative:
Correction usage of device: reuse.

Manufacturer narrative:
Based on the provided information and test performed on site, there is no indication of a malfunction of the mr system. The injury on the inside of the patient¿s right knee is caused by direct contact of the coil cable and the patient¿s knee. No padding was used between the coil cable and patient skin and it was stated that the coil cable was in contact with the knee close to the affected area. The quad head coil used had a frequency problem during the second examination. As the coil has not been repaired yet, a contribution of a coil malfunction cannot be excluded. However when the instructions for use is followed keeping sufficient distance between coil cable and patient (> 2cm) no serious injury is to be expected. Furthermore the following contributing factors were observed: the used scan protocols contained several scans on high sar values. The examination room humidity was above the specified value.

Event description:
Philips received a report related to a patient heating incident on an achieva 1.5t system. A male patient was positioned feet first supine and scanned for a right ankle examination with the quad head coil. After the examination reddening of the skin on the inside of the right knee was observed which developed into a blister with a size of approximately 3 to 4 cm.